Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The csf drainage system (nl850500v) was not returned and no photos showing the reported condition have been received for evaluation. Device history record (DHR) review could not be performed either because the product lot number was not provided. Therefore, the complaint is considered unconfirmed. However, that in a one-year search, no other tubing disconnect from the stopcock was identified except the ones here investigated. Notwithstanding the lack of product return for evaluation, it is possible that the reported disconnection may be related to product handling since the distal (extension tube) and proximal (drainage tube) attached at each side of the stopcock are held in place by means of a luer connector. The product IFU provides the option to remove the 1-way check valve from the system by disconnecting the luer locks on both sides of the valve, then, reconnect the tubing directly to the 4-way stopcock. Also, handling the drainage and extension tubes is necessary to change the collection bag. Therefore, any of the luer connectors may have been inadvertently ¿unscrewed¿ during product handling causing the reported tube-to-stopcock disconnection. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 2648988-2025-00032. A facility reported that postoperatively, the tubing at one of the stopcocks on the csf drainage system (nl850500v) became disconnected and caused csf (cerebrospinal fluid) to leak from the tubing. There was no patient injury or surgical/treatment delay.